Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, it became stuck inside the microcatheter; therefore, the physician decided to retract it. However, while attempting to retract the ruby coil, it unintentionally detached within the microcatheter. A small portion of the ruby coil was hanging outside the hub of the microcatheter. The physician was able to secure the ruby coil and remove it from the microcatheter. The procedure was completed using three additional ruby coils and the same microcatheter without further issues. It was noted that the physician did not use a rotating hemostasis valve (rhv) or maintain continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.